Manufacturer narrative:
This case is not hazardous. Inability to use an accessory suction did not affect ventilation, agent and gas delivery.

Manufacturer narrative:
The suction controller was broken but the unit is old and no longer has replacement part available. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a malfunction causing the loss of suction. There was no report of patient involvement.